Event description:
It was reported that multiple of the same malfunction alarms occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.